Event description:
Follow up information reported that the manufacturer¿s representative met with the patient on (B)(6) 2013 at the healthcare professional¿s (hcp) office. The patient stated that they had no problems now with their implantable neurostimulator (ins). It was also reported that there were no recharge issues, no surging, and no ¿turning off¿ with the patient¿s ins. The patient was noted as ¿very positive¿. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient recharges twice a week and checks their implantable neurostimulator (ins), it shows that their ins has turned off during recharge. It was noted that the patient was not pressing the therapy off button on the recharger before they notice that the ins is off. It was noted that the patient has had these issues since the device was implanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).